Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the patient's hip arthroplasty was revised due to metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unknown m/l taper neck. Liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell catalog# 00630505840 lot# unknown. Complaint sample was evaluated and the reported event was confirmed. A femoral head and a poly liner were returned for evaluation. As returned, the taper of the head exhibits dark debris. Eds semi-quantitative elemental analysis of the dark debris showed that it consisted of c, o, p and ca as foreign elements in the decreasing order of their weight percentages. The rest of the composition was consistent with co-cr-mo alloy. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's hip arthroplasty was revised due to metallosis. During the procedure liquefied tissue and corrosion of the neck/stem joint was identified. The femoral head and acetabular liner were removed and replaced.